Event description:
It was reported that the pt no longer had any access to sound. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.